Event description:
The customer reported that while running hepatitis surface antigen essay, the summit sample handler, serial number 2301, failed to pipette sample in the first row of the plate and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-02614-05.